Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: surgery/procedure name? Unknown orthopedic surgery. Size of needle used? P-3, 13mm. Did the needle tip break and fall into patient? The needle tip broke. It is unknown whether it fell into the patient or not. Was it removed? And how? No information. If not, what tissue is the needle tip located at? N/a. Any medical/surgical intervention done or planned at later date? N/a. Was the procedure completed successfully? And how? The procedure was completed successfully. Detail information about how it was completed is unknown. No further information will be provided."

Event description:
It was reported that a patient underwent orthopedic procedure on unknown date and suture was used. The needle broke during interrupted suturing. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation: a failed suture needle was submitted for evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage obscured most of the fracture evidence on the fracture surface. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.